Event description:
It was reported that alerts were triggered due to high impedance on the right ventricular (rv) defib and superior vena cava (svc) coils and on the left ventricular (lv) lead. Lead trends showed multiple spikes on the rv defib, svc coil, and lv lead. The rv lead was capped and replaced. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.